Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. During the troubleshooting, it was determined that the patient tube had a kink and therefore, the line did not prime all the way. When the technical service representative (tsr) had the care giver check the patient line, it had some air bubbles in it. The tsr advised to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that there was a kink in the patient line during the prime, which is known to cause the issue with air. The cause of the kink could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.